Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced vomiting. No treatment was documented to be given at that moment and the patient was sent to the hospital by their mother. According to the reporter the patient was experiencing ketoacidosis. At the hospital a fingerstick was taken and the cgm was reading 265 mg/dl and the blood glucose reading was 347 mg/dl. The patient received treatment with zofran, but no treatment was reported for the hyperglycemia. The patient was discharged on the day after the event, and at the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.